Event description:
Tbm (B)(6) called and advised the box was not damaged but chair bent up, out of box from order (B)(4). Tbm could not provide any further information. Update 2/16/2015 tbm (B)(6) called back: tbm (B)(6) just received this brand new out of box solara3g wheelchair with lots of issues. The frame is tweaked and the recline will not work properly. One back cane is higher than the other. There is no physical damage to pallet or box.